Event description:
An aneurx bifurcated stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that at the pt's last follow-up appointment the aneurysm was 4.5 cm; 53 months post stent graft implant. It was reported that approx 59 months post stent graft implant the pt presented emergently with a sudden onset of abdominal pain. The CT demonstrated a large abdominal aortic aneurysm, the aneurysm measured 5.5 mm but there was a phlegmon surrounding the aneurysm measuring 6 cm, which includes the aneurysm. The physician elected to remove the stent graft and the pt was successfully converted to an open surgical repair. Upon removal of the stent graft from the patient the physician noted that there are no endoleaks. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is stable.